Event description:
It was reported that the colonovideoscope tested positive for 10-100 colony forming units (cfu) of pseudomonas aeruginosa and 10-100 cfu of stenotrophomonas maltophilia. The user did not report any contamination or any other serious deterioration in state of heath of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated information: d8, d9, g1, h4, h6. This report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing, the device evaluation and the final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: april 25, 2025. Sampling from: suction biopsy channel, air-water channel, flushing's and brushings. Cfu: no growth. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without the cds information from the customer, olympus was not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.